Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, an alarm log review, and a service history review were performed. The inoperative/defective keypad was identified during visual inspection. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified keypad issue. It was not specified when in the process this occurred; however, there was no patient involvement. No additional information is available.